Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced low blood glucose level event on (B)(6) 2025. The blood glucose level of the patient was 32 mg/dl which was treated with sandwich, juice, intravenous fluid. The patient was hospitalized on (B)(6) 2025 at 3:00 pm for less than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.